Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2022, an unknown size tendyne valve was implanted in the patient. On an unknown date, the patient had periuvular leak (pvl).

Event description:
It was reported that on an unknown date in 2022, an unknown size tendyne valve was implanted in the patient. On an unknown date, the patient had periuvular leak (pvl). The physician was decided to close the pvl and the procedure date was not yet determined.

Manufacturer narrative:
An event of the paravalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported paravalvular leak could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances, as the pvl was surgically closed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.